Event description:
Patient was implanted with matrix construct at levels l2-s1 on (B)(6) 2012. X-rays taken on (B)(6) 2012 showed the right s1 matrix locking cap had disengaged from the matrix head. Currently, surgeon does not have plans to revise the patient. This report is number 1 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.